Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm512.6, -10.0/3.0/088 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6)2023. This resolved the problem.

Manufacturer narrative:
(B)(4).